Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) declared elective replacement indicator (eri) in 2011 due to normal battery depletion. At the time the patient refused surgical intervention for device replacement. Since then the patient's heart condition has deteriorated and the patient was recently hospitalized due to an ejection fraction of 20%. Interrogation of the crt-d revealed that the battery status was at end of life (eol) and the physician recommended urgent device replacement. Surgical intervention was performed and the device was explanted and replaced with a competitor device. The family expressed dissatisfaction that the needed inventory for replacement was not available in (B)(6) causing a surgical intervention delay.